Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Pump had high stop current due to moisture damage . Unable to perform the self test, off no power test, unexpected alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump alarmed motor error during rewind. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.